Event description:
Upon removing the tubing from the pump that was infusing an insulin drip at 2ml/hr the customer noticed a bulge below the upper fitment. There was no report of patient harm or medical intervention.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
Conclusion: the customer¿s report of ballooning in the silicone segment was confirmed. Visual inspection of the set revealed a ballooned area, approximately the size of a small grape, at the top end of the silicone pump segment. Functional testing was performed, upon draining the primed set, the ballooned area deflated, and the affected area of the tube appeared to be weakened; this compromised area was observed to bend and ¿kink¿ several times during draining and subsequent re-priming. The set was also spiked to a bag filled with tap water and allowed to run via gravity. Though the ballooned area did not re-inflate, the area did continue to bend and collapse on itself. The set was then pressure-tested, and ballooning of the silicone pump segment occurred at 10 psi. The ballooned area appeared near the engagement of the silicone segment and the upper fitment. Pressure testing was halted at this time. The root cause of this specific event could not be identified.